Event description:
Patient underwent endometrial ablation with novasure device for menorrhagia in 2007. She did well until the following month, when she developed lower abdominal pain with fever and chills. CT scan showed endometritis. She was taken to the or the next day, for a total abdominal hysterectomy.